Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that while placing the implant, the threads was stripped and the implant overturned. Tooth # 30. The site was grafted prior to original implant placement.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number; h2: if follow-up, what type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. The implant was returned, and the reported event (damaged threads) was confirmed. Based on the evaluation, device malfunction has occurred for the implant. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedures. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.